Event description:
The customer reported that on 3/9/98 a pt came in for a cardiac catheterization procedure. As nurses were prepping, they noticed a hard knot in the right groin. After further evaluation, it was discovered that a vasoseal sheath had been left in the pt's tissue tract. The pt previously had a catheterization procedure done at another hosp in 11/97 where the physician used vasoseal. The sheath was surgically removed with no further complications.